Event description:
A report was received that the patient was experiencing a headache. The patient went to the ER and was treated with IV fluids. The physician believes the patient was experiencing a spinal headache caused by csf leakage and administered a blood patch. The patient's headache has gone away and she was receiving good stimulation.

Manufacturer narrative:
This is the final report.